Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated that a firmware error occurred on the receiver that resulted in the receiver to not work. The patient had low glucose levels and had a seizure. The patient¿s friend gave the patient sugar water and was in stable condition after being treated. Additional patient or event information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.